Event description:
On (B)(4) 2012, the lay-user/patient contacted animas and alleging a date/time issue with the pump. The patient indicated that he had obtained an unspecified alarm and then changed the pump's battery. While reviewing the pump's alarm history, it was noticed that the alarm entries were correctly set for (B)(6) 2012. However, the pump was incorrectly set to (B)(6) 2012 and the am/pm setting was incorrect. The patient was able to correct the pump's date to (B)(6) 2012. At this time, it is unclear if the patient manually changed the pump's date/time after the battery change. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. This complaint is being reported because of the allegation that the time setting was possibly not maintained on (B)(6) 2012. Although the pump was able to maintain a date of "(B)(6) 2012," it is unclear at this time if the pump was able to hold a correct time for "(B)(6) 2012." There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, the date was set to 02/29/2012 and was found to have reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.